Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their pump replaced. The reason for the pump replacement was unknown. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.